Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer's pump shut down unexpectedly at 68% battery life and was no longer responsive. There was no impact to customer's blood glucose level.